Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information but this information was not provided. Section b5: additional information (this event was determined to be duplicate to MFR # 2916596-2014-02142) section b3: correction section d4, h4: additional information manufacturer's investigation conclusion: the lead was repaired and a clamshell was placed on 10/23/2014. Approximately 14" of the replaced external portion/distal end of the percutaneous lead was returned for evaluation. During the evaluation of the returned lead, a fracture in the brown, black, and red wire at the metal end was found. Although the orange wire was not fractured, a breach was present. The fractures and breach appeared to be due to an abrasion from the braided shield as a result of repetitive flexing of the percutaneous lead in this location. As a result of the fractures and breach, the underling wire conductors were exposed. The brown and black wires represent redundant wires in motor phase 1, and the red and orange wires represent redundant wires in motor phase 2. The reported red heart alarms would have occurred as a result of the fractures and the exposed conductors of the wires contacting the braided shielding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6)2014 , the patient was flown to the hospital and admitted for a suspected issue with the percutaneous lead. The patient was experiencing pump stoppages while connected to the patient cable. X-rays could not be taken as the patient was too unstable and alarms were occurring as soon as the patient cable was connected. Damage was noted to the distal end of the percutaneous lead by the connector. The pump stoppages were reproduced when the external portion of the percutaneous lead was manipulated. The distal end of the percutaneous lead was splinted with tongue depressors and tape, and the patient was placed on batteries with no further alarms. On (B)(6)2014 , the manufacturer¿s technical service evaluated the percutaneous lead and found two broken wires (brown and red) during the phase interrupter test. The distal end portion of the percutaneous lead was then replaced and a clamshell was placed on (B)(6)2014 . It was reported that there were no further issues after the repair and the patient is doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient received a clamshell repair. Additional information was requested but not provided.